Event description:
It was reported that "[physician] stated that this is the third time the handle part broke in the middle of an injection within the past few months." Additional information received on may 26, 2026, indicated that "I was injecting the deflux when the handle collapsed and a sharp edge cut the inside of my index finger lateral to the nail and started bleeding significantly. I cleaned it off with betadine and used dermabond to seal the 1.5 cm cut. My finger is still healing and still tender to touch. This happened all three times while the injection was happening, with the handle collapsing each time. I am not permanently impaired, but healing will take a while. The patient was asleep, and it definitely affected my ability to complete a satisfactory injection with the needle well placed. I completed the injection with difficulty and then stopped the procedure. The side where the handle broke off did not have as good an injection as the other side, for obvious reasons. The standard 23-gauge deflux metal needle was used with the 1 ml deflux vial being injected. The indication was for bilateral reflux determined via a pic (positioned instillation of contrast) cystogram. The patient was a 4-yea r-old female.". Associated mdrs: 3014909464-2026-00062 for the reported event involving physician injury; and .for the two previously identified similar occurrences where event-specific details were not available.

Manufacturer narrative:
(B)(4).